Event description:
The first 2 were within an hour; both patients are stabilized on coumadin; just started using the meter; no identifiable patient interferences.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009: test 3 is done more than three hours apart. Three hours is considered by the manufacturer a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. Trending and tracking of this lot will be performed. No corrective action is required at this time as no product deficiency was established.